Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
New information received notes that the patient is receiving false patient notifier vibrations from their device. Patient will be followed up. No further information.

Event description:
It was reported that patient presented in clinic with complaints of a vibrations being felt from the implant site. Interrogation of the device revealed no alerts had been triggered. Patient notifiers were disabled. Patient will continue to be monitored.